Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/01/2025, it was reported by a sales representative via phone that 2x ar-3636 fibertak anchor would not seat. An ar-4580 and an ar-4580-24 fiberstitch finishing suture would not close and the suture broke. This occurred during use in a case with no patient effect. Total delay to case 15 minutes.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided¿which may include the returned device (if available), photographs, videos, event description, and additional field input¿arthrex has determined the most likely cause of the reported failure. The method of bone preparation and the quality of the bone encountered were not specified in the information provided. The most likely cause is attributed to use-related factors, including: improper bone preparation, deviation from the recommended surgical technique during the knotless mechanism conversion process, and/or application of excessive force during suture passing, tightening, or tensioning.